Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A non-sterile enterprise stent was received inside of a plastic bag. The stent was found deployed. The rest of the device was not received for evaluation. The received stent was inspected under microscope and no damages were noted on it. The functional analysis could not be performed because the stent was received deployed and it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 10563116. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failures reported by the customer that there was resistance and the stent could not be deployed could not be evaluated due to the conditions of the received unit. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. Procedural factors and handling process may contribute to the failure as reported. No corrective action will be taken at this time.

Manufacturer narrative:
The DHR for the updated lot # (10468035) has been reviewed. See results below: lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 10468035. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that the physician tried to advance enterprise stent (enf453712/10563118) through the microcatheter, but he felt resistance and failed to deploy it correctly. So he pulled it out together with the microcatheter (details unknown.) They found that the enterprise stent was stuck in proximal hub of the microcatheter. At the time of initial contact the device was available for return.